Event description:
It was reported that during the procedure, this right atrial (ra) lead exhibited high capture thresholds values after placement in the atrium, and became dislodged. Additionally, the helix mechanism could not be extended despite performing 30 rotations. The physician attempted repositioning the lead several times in an effort to obtain normal threshold measurements; however, the attempts were unsuccessful. A new lead was used to complete the procedure. No adverse patient effects were reported. The attempted lead is not available for return as it was discarded.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.